Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.